Manufacturer narrative:
Gehc surgery personnel found battery dead of the pcb. Installed original pcb and adjusted 5 volt power supply to 5.2 volts unit loaded node. And rebooted unit 7 times without any errors. Customer elected to accept the unit as a working system tested kv tracking as the results from the test. Will follow up with customer on the function of the unit later this week.

Event description:
Customer reported intermittent boot problems.